Event description:
The pt was implanted with a left ventricular assist device. Approx 4 months post-implant, the pt returned to the hospital due to anemia and signs of hemolysis. The pt was reported to have severe hemolysis which was determined to be linked to a transfusion. The pt also showed early signs of multi-system organ failure and has an ongoing percutaneous lead infection. It was reported that the pump power began to increase until it reached 17 watts, at which time the amount of heparin administered to the pt was increased; however, this did not reduce the power increases. Flow was displayed as "+++", and pulsatility index (pi) was 1.7. An echo revealed a dilated left ventricular with the aortic valve opening at every beat, and no flow through the outflow graft. Later that evening, the pump was reported to have stopped. Approx 7 hrs following the pump stoppage, the pt was placed on extracorporeal life support (ecls), extubated and placed on the high emergency transplant list. The pt was successfully transplanted 6 days later.

Manufacturer narrative:
The pt was transplanted on (B)(6) 2012, and is doing well. The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.